Event description:
It was reported that the patient's pump went into end of service (eos) on (B)(6) 2015. The message said there was a "terminal event that occurred" and another message "to update the pump and silence the alarm." The specific message that occurred was "tube set may exceed time¿" the cause of the error was the patient had some sort of issue that caused them to cancel their pump replacement surgery so the pump reached end of life (eol) and stopped. It was reported that the patient had not experienced symptoms as a result of eos. No trouble shooting, interventions or actions were taken to resolve the event. The plan was to send the patient for pump removal, they were not going to replace the pump. The pump system was delivering compounded baclofen and dilaudid. (No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent)

Manufacturer narrative:
Concomitant medical products: product ID: 8731sc, serial# (B)(4), product type: catheter. Product ID: 8840, product type: programmer, physician. Product ID: 8835, product type: programmer. (B)(4).